Event description:
It was reported that the system 9600+ was tested by the in house physicist and was found to be producing doses of radiation that were high. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The dose rate was adjusted lower until deemed appropriate. The system was tested and found to be working as intended and placed back into service.